Event description:
Patient was revised due to a distal femoral periprosthetic fracture. A plate was implanted.

Manufacturer narrative:
The device will not be returned. Additional information was requested and if received will be provided on a supplemental report. Device will not be returned.

Manufacturer narrative:
Evaluation summary: the review of manufacturing documents revealed no deviation in the manufacturing process. The review of the risk analysis revealed no observation. Investigation revealed no non-conformity; therefore no new CAPA was initiated. Referring to the event description the patient had suffered from an additional bone fracture at distal roughly 16 months after initial implantation. X-rays confirmed that the implants had subsided. The proximal locking screw at distal had broken. It was confirmed that the original bone breakage had healed ¿ thus, it was concluded that the screw had fulfilled its tasks as intended during the previous implantation period. Referring to the event description that the patient suffered from an additional bone fracture (a screw breakage was not reported prior to the event) it was concluded that the event was not caused by a deficiency of the device. The affected locking screw had broken most likely due to sudden, axial load peak during bone breakage. The cause of the event could not be determined exactly but referring to the event description it was suggested that additional bone breakage was rather patient related. In case the products and / or relevant clinical information should become available, we reserve the right to update the investigation and change the root cause. With available information the event was not caused by any deficiency of the device(s).

Event description:
Patient was revised due to a distal femoral periprosthetic fracture. A plate was implanted.